Event description:
Please refer to report 0009613350-2019-00233.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the product was implanted on unknown date and pmi group is requesting a custom made implant for a revision due to loosening and bone acetabular reabsorption. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The applicable surgical technique describes all steps necessary prior and during implantation. However, as no surgical report is available, comparison of the surgical technique and the approach used could not be performed. As no lot#, no surgical report and no additional relevant information is available, comparison of the IFU and the approach applied could not be performed. Conclusion: it was reported that the product was implanted on unknown date and pmi group is requesting a custom made implant for a revision due to loosening and bone acetabular reabsorption. In vivo time of the device is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# unknown, lot# unknown, generic müller ring hip implant. This report is being submitted as zimmer biomet (B)(4) manufactures a similar device is cleared or distributed in the united states. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had an initial right hip arthroplasty on unknown date. Subsequently, a revision is scheduled due to loosening of the acetabular cup and bone acetabular resorption. Attempts to obtain additional information have been made; however, no further information has been provided.